Event description:
It was reported to gems that the expand bolts of the footrest were removed from the floor when a patient was getting onto the table top. The concrete floor is bad. The footrest was removed and replaced with a wood step. There was no injury.